Event description:
The customer reported the occurrence of false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on unknown sample swab types. Identifying patient demographics were not provided; therefore this report represents all patients involved in the event. Information regarding repeat or confirmation testing was not provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1017887, test base part number 190-430 / lot 1017887. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017887 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however it could possibly be related to the specific patient sample.